Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum inside one of the injection sites of a buretrol set was collapsed when pushed. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.